Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was incorrect as it should have indicated 9/08/2017. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During the curvilinear capsulorrhexis (ccc), a tear occurred using the catalys laser. The tear resulted in a broken capsule as the posterior capsule had turned up. The planned intraocular lens (iol) had shifted and another iol was to be implanted with thread at a later date. When the iol was removed, the sclera-fixation lens was replaced to a monfocal lens. It was reported the procedure was extended for 30 minutes due to the complications. It was reported there was no vitreous loss and no vitrectomy was required. The patient outcome is no health damage.

Manufacturer narrative:
Correction: patient code (B)(4). It was noticed that explanation for code 3191 was not provided with initial report.